Event description:
It was reported that the battery calibration required message upon ops check. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.